Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter continued to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 530am. The cca was advised the patient manages his diabetes with metformin pills and 2 types of insulin (type/ amounts not specified). It is not known what action the patient took at the time of the alleged issue. About 30 minutes after the start of the alleged issue, the patient claimed he felt a symptom of dizzy. Between 8am-9am that morning, the patient visited his physician's office and obtained a blood glucose result of "480 mg/dl" with the physician's meter. The patient was administered rapid acting insulin (type/ amount not clear) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient regarding meter behavior and the automatic shutoff feature. The cca tried to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.